Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. Customer continued to use the pump for insulin therapy.